Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found twists in the lead body from the terminal pin, to approx. 130mm, the damage found on this lead is consistent with syndrome of twiddler.

Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system exhibited oversensing and noise, resulting in inappropriate electrical shocks. In addition, smart pass was found to be disabled due to low amplitude. Troubleshooting options were discussed and recommended, including an x-ray. Subsequently, a revision procedure was performed and the s-ICD system was explanted and successfully replaced. No additional adverse patient events were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter-defibrillator (s-ICD) system exhibited oversensing and noise, resulting in inappropriate electrical shocks. In addition, smart pass was found to be disabled due to low amplitude. Troubleshooting options were discussed and recommended, including an x-ray. Subsequently, a revision procedure was performed and the s-ICD system was explanted and successfully replaced. No additional adverse patient events were reported.